Event description:
On 06/03/1999 following a diagnostic procedure, an angio-seal device was placed in a patient's right groin. Reportedly, during the deployment sequence the whole device came out of the puncture tract. Upon inspection of the device by the staff, the anchor was noted to be cracked. Manual pressure was held for an unknown period of time, without any patient sequelae noted. As of 06/01/1999, there has been no further report to the manufacturer of complication or additional patient sequelae.